Manufacturer narrative:
(B)(4).

Event description:
It was reported that "intermittent possible helium loss (2) occurred during use on patient". Additional information received stated that "they swapped the pump at the beginning itself and completed the procedure. No intervention performed". Patient condition reported as "fine".

Event description:
It was reported that "intermittent possible helium loss (2) occurred during use on patient". Additional information received stated that "they swapped the pump at the beginning itself and completed the procedure. No intervention performed". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "helium loss alarm" is confirmed based on the pictures provided by the complainant. Review of the five pictures was performed; the pictures show a dried substance found inside the drain valve of the pcs assembly which was likely the cause of the helium loss alarm. No sample was not returned to the manufacturer for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dried substance found in the drain valve of the pcs assembly. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.